Manufacturer narrative:
The unit passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and the excessive no delivery alarm test. There were no excessive no delivery alarms noted. The unit functioned properly. The pump passed the dat test at 0.08805 inches. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level at the time of admission was 302 mg/dl. The customer had symptoms of vomiting and headaches. The customer was treated with manual injections. The customer was wearing the insulin pump at the time of the hospitalization. The customer had been receiving no delivery alarms for about 6 days. The no delivery alarm would go off during the basal and bolus. The customer's father also reported that the insulin pump had cracks. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.